Manufacturer narrative:
The device and associated multi-function cable were returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty multi-function cable. The cable was scrapped and the customer received a replacement. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.